Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "the clip would not close." The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed and failed. The clip did not attach to the rubber test tube. Additional findings not reported by the site indicated that the instrument was found to have an input disk broken. Input disk #6 was found completely detached from the base of the housing. Improper cleaning during reprocessing most commonly causes this failure. The root cause of this failure is attributed to mishandling. No images or procedure videos of the event were shared. A log review was conducted, which resulted in the following findings: the instrument was last used on (B)(6) 2021 on system sk1587. This complaint is being reported based on the following conclusion: the large hem-o-lok clip applier instrument reportedly would not close the clip. Failure analysis was performed and found that the clip test failed. Although there was no patient injury as a result of this event, if the failure were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large hem-o-lok clip applier clip would not close while in use, but would close manually when outside of the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.